Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with sling procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with stress urinary incontinence with his sling device. An artificial urinary sphincter (aus) was implanted. The patient was dry following the procedure and had a good outcome.

Event description:
It was reported, that the patient with this sling device. Presented with stress urinary incontinence. An artificial urinary sphincter was implanted. This resolved the incontinence. And no patient complications were reported.

Event description:
It was reported that the patient underwent a surgery for unknown reason involving a sling device. An artificial urinary sphincter (aus) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.